Event description:
Caller reported that the pump became hot to the touch. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump and charging supplies to be sent and instructed the caller on the necessary steps for returning the faulty pump. They also advised the customer to use multiple daily injections (mdi) as backup therapy and provided guidance on updating settings and connecting the continuous glucose monitor to the new pump. The caller understood all instructions, including returning the problematic pump within ten days to avoid charges.